Manufacturer narrative:
The albu2 reagent lot number was 74393501. The expiration date was not provided. The calibration showed a failure. The customer uses a 3rd party qc. The qc showed an unacceptable imprecision. The field service engineer (fse) found that the sample needle was out of position. He adjusted the needle and preventively replaced the rinse unit tubings. The fse did a hardware check and the instrument was performing within specifications. He also checked the cell blank and it was within specifications. Calibration and qc were preformed and they were successful. The root cause was consistent with a maintenance issue (a misadjusted sample probe which was insufficiently washed). The service action (adjusting the sample needle) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 1 patient's urine sample tested with micro-albumin alb-t tq gen.2 (albu2) assay on a cobas 6000 c501 analyzer when compared to a different cobas analyzer. Initial result: 33.5 mg/l. Repeat result: 24.9 mg/l. The repeat result was deemed to be correct.